Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing detached from tubing-tubing connector. The lot 6006181 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006181 were previously tested in complaint (B)(4) on 12/apr/2025. Test results: visual test according to with wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging the lot 6006181 was manufactured according to the wi version 27 in the line 1, on 03/apr/2024, with a total of (B)(4) units. Bag sealing. The lot 4c02390 was manufactured according to the wi version 29 bag sealing in the machine il3010, on 04/apr/2024, with a total of (B)(4) units. Gluing of tubing. The lot 4c02385 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc07, on 01/apr/2024, with a total of (B)(4) units. The lot 4c02386 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc07, on 03/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/apr/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6006181 and no other complaint has been registered in database for the same lot 6006181 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final (B)(4) -device 1 of 4.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered four infusion set's tubing detachment event on (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for less than 3 days. Patient replaced infusion set and resumed insulin successfully. No further information available.